Event description:
It was reported that during a gastric bypass procedure, the instrument cut the weave but they did not leave the staples. There was a search of the cartridge in the abdominal cavity, sutured manual of the stomach, bypass later. The surgical time was extended. The patient happened to be in intensive care. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.